Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends. All reasonably available information has been provided by the company at the time of submission of this report. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that during a left transcarotid artery revascularization (tcar) procedure, a dissection was visualized in the common carotid artery (cca) after placement of the arterial sheath of the enroute transcarotid neuroprotection system (nps). The physician re-accessed the common carotid artery below the initial access by tunneling and noticed the dissection continued to bleed. Hence, the physician converted the procedure to a carotid endarterectomy (cea) and no further complications reported.